Event description:
Patient on tablo went to print patient tablo report after run. Unable to locate patient. Assessed machine once heat was finished, machine not connected to wi-fi contacted personnel, not able to connect to wi-fi. Went to tub room to switch out devices only machine in room was currently doing a full chem. Amanda then gave further instructions to switch out the keys and tablo device with one of the tablo devices for hd in infusion center however, it made the machine unable to setup once key exchange. Changed key to original key which allowed new machine to work and switched out machines while going over limits and changes that were needed to be made on device on the phone.

Event description:
No equipment issues or human factors interacting with equipment identified.

Event description:
Patient on tablo went to print patient tablo report after run. Unable to locate patient. Assessed machine once heat was finished, machine not connected to wi-fi contacted personnel, not able to connect to wi-fi. Went to tub room to switch out devices only machine in room was currently doing a full chem. She then gave further instructions to switch out the keys and tablo device with one of the tablo devices for hd in infusion center however, it made the machine unable to setup once key exchange. Changed key to original key which allowed new machine to work and switched out machines while going over limits and changes that were needed to be made on device on the phone.